Event description:
It was reported that the patient was in the hospital having jerking in some of his extremities. The neurologist of the hospital requested the patient's device be checked. It was indicated that the patient swipes his magnet every 3-4 hours due to feeling a seizure is coming and feels like his heart is racing due to anxiety the patient has for when he is going to have a seizure. The sensitivity was set to 1 but was reprogrammed to 3 and heart verification was performed. They are hoping the adjustment with autostim will help patient's anxiety with his nocturnal seizures. No additional relevant information has been received to date.